Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to adverse reaction to metal debris and anteversion of shell.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure." Under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02077 / 02078).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to adverse reaction to metal debris and anteversion of shell.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02077 / 02078).